Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reported a return of pain due to the device being off. When patient tried to increase stimulation, he got the 'turn stimulation on' information screen. The patient noted that he was at the hospital recently and said he could have been around some machine. The patient was able to turn the device back on and reported seeing the lightning bolt (indicating the device was on), resolving the issue.

Manufacturer narrative:
Concomitant product: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).